Manufacturer narrative:
Alleged failure: shaver piece broke , still inside the shaver. Probable root cause: inadequate welding process, improper material strength, inadequate size selected for the application, material brittleness, excessive force applied by the user. The product was not returned for investigation therefore the reported failure mode was not confirmed. The failure mode will be monitored for future reoccurrence. (B)(4).

Event description:
It was reported that a piece of the shaver broke. The broken piece remained inside of the shaver.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. (B)(4).

Event description:
It was reported that a piece of the shaver broke. The broken piece remained inside of the shaver.